Event description:
It was reported by the clinician that the spring wire guide (swg) caught in the small vessel of the pt. When attempting to remove the swg, it started to unravel. After several attempts to acquire add'l info, a reply from the distributor on 08/25/09 states: "for our complaint report, we cannot provide any further info at this stage. I will continue to pursue the details you have requested."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.